Manufacturer narrative:
The service representative evaluated the device and found the external paddles were malfunctioning. The external paddle were replaced, and the device returned to normal operation. Based on the information available and the testing conducted, the cause of the reported problem was the external paddles. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the dfm100 displayed an error message that treatment is disabled. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.